Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented for a follow-up in the clinic with skin erosion and infection. The device was found visible from the opened incision site of the implanted device pocket. The pacemaker, right ventricular lead, right atrial lead and left ventricular lead were explanted and replaced due to infection. The patient was in stable condition throughout the procedure.